Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the right eye (od) of the patient and was later explanted because the patient wanted to upgrade to a multifocal premium lens. There was no quality or product issue with the initial lens. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Corrected data: in the initial MDR, operator of device was incorrectly populated as physical therapist. Physician (has been corrected). Additional information: additional information received reported the lens was a zcb00 17.5 diopter intraocular lens (iol) and it was explanted because the patient wanted a multifocal lens to get rid of wearing glasses. The replacement lens was the same diopter, but a different model of zkb00 with serial (B)(4). Also, the implant date was (B)(6) 2017 and the explant date was (B)(6) 2017. There was no incision enlargement, vitrectomy, capsule tear, or sutures used. The patient is doing great post-operatively. The patient¿s (B)(6) and the doctor¿s name (B)(6). No additional information was provided. (B)(6). Model number: zcb00. Catalog number: zcb000175. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2017. (B)(6). Health professional: yes. Occupation: physician. Device evaluation: the product was not returned to the manufacturing site. The lens was discarded by the facility. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. All pertinent information available to abbott medical optics has been submitted.